Event description:
Surgeon was using a 1.2 x 5mm sd screw to fix a plate (B)(4) using a ratchet handle (B)(4) screwdriver, and the head of the screw sheared off. Another item was used instead and case was completed as originally planned.

Manufacturer narrative:
Investigation in process but not yet complete.